Event description:
The customer reported to olympus, the rhino-laryngo videoscope had a bad image. Inspection and testing of the returned device found that the corrugated tube was falling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to breakage of the insertion tube, the flexible tube of the insertion section was crushed, metal was exposed due to deterioration of the insertion tube, the bending angle was insufficient, the universal cord was collapsed, and the label on the light guide connector has come off. Scratches were found on the operation part, the switch box, the grip, the angle lever, the up/down plate, the universal cord, the scope connector side of the universal cord, the video cable, the video connector, the light guide connector, the light guide cover glass surface, and the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, there was no trace of a sharp scratches, and the damage seemed as if the insertion tube was peeled. Thus, it is likely that the phenomenon occurred due to disinfectant solution soaked into the scratches generated in the insertion tube at the time of reprocessing. The failure of the image was not reproduced. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.